Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) underinfused during patient infusion. It was further reported that the infusion time had already passed; however, more than one-third of the drug still remained. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The lot was manufactured from september 26, 2019 - september 30, 2019. The device was received for evaluation containing no residual fluid in the bladder. Visual inspection performed via the naked eye showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.